Event description:
It was reported by the customer that a pyxis medstation system had a bio ID and a configuration issue. The customer stated that upon entering username, devices force user to manually type password and requires witness. Error message: "bio ID device requires maintenance. Device access using password requires witness." Additionally, time on device is incorrect and is 12 hours ahead of current time. The issue was causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a bio ID and a configuration issue. The field service engineer dialed in and fixed time, unplugged the usb cable and plugged it back in, adjusted usb power save settings, reseated cable on both sides and reinstalled driver to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.